Event description:
On june 24, 2022, an amazon customer commented that the product was false negative: a customer used both test from this pack and both came back negative. The customer's daughter brought her one of the free government tests 1/2 hour later and it shows positive. The customer knew this is correct because her husband had a hospital confirmed test two days ago. When she got sick she ordered these to verify for her work and they produced false negatives. She have attached pictures of both tests as proof. This product is the first picture with the two tests. The government test is the second with the individual test strip. Serial number: (B)(4). Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as pcr test results and product information (lot #, expiration date, etc.).